Event description:
During a long term dialysis catheter placement procedure a palindrome catheter was placed using a left ij access. The tip of the catheter was positioned in the right atrium. Afterward the stiffeners were retracted from the catheter. One of the stiffeners broke off about midway. The remaining piece was lodged in the lumen of the catheter. The catheter was removed and a different catheter placed in its stead.